Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5198386. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
IV in patient room and pressed the catheter to retract and it didn't retract completely, leaving the needle exposed and an injury occurred. After injury realized the hub was damaged and did not allow the catheter to retract completely. We were notified of an insyte autogaurd IV catheter that did not retract as it was supposed to and resulted in a needle stick. 1. When you pressed the button, did the needle fully retract? No. 2. Did the needle retract slower than normal? No, it retracted at the same speed. 3. Did the needle start retracting and then stop, leaving the needle exposed? Yes. 4. Did the needle not move at all after pressing the button? The needle moved but did not retract all the way. 5. Did the button depress? Yes.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.